Manufacturer narrative:
Investigation conclusion: retain product and customer's returned product testing yielded expected results. No false negatives were observed. Unable to duplicate customer complaint. A quidel field representative conducted an on-site visit and was unable to determine the root cause for the reported issue. Root cause: can not duplicate with customer returned and retained proudct. Source: phone.

Event description:
Customer reporting false negative sars result. Customer communicated the issue is not specific to patients as their positive controls are also resulting as negative. No confirmation testing has been performed.